Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose drive support disk.

Event description:
It was reported that the insulin pump was dropped, and part of the case moves out during prime. No further information was provided.